Event description:
After 2 months of implantation, device involved in this MDR report was explanted and returned because failure to charge was observed during follow up. It should be noted that the observed long charge times occurred during automatic battery/capacitor reformings and during manual testing only. In addition, no vf induction or charge tests were performed during the implantation procedure.

Event description:
After 2 months of implantation, the device involved in this MDR report was explanted and returned because failure to change was observed during follow-up. It should be noted that the observed long charge times occurred during automatic battery/capacitor reformings and during manual testing only. In additon, no vf induction or charge tests were performed during the implantation procedure.